Manufacturer narrative:
The device was returned to the manufacturer for repair. The service record indicates that the device is 7 years old. The last repair was on 06/08/2010, for an unk issue. The inspection found that the '0' thickness lever setting to be out of specification, and there were small nicks on the head and the width plates. The investigation was unable to determine a cause of the reported complaint, however, the device was overdue for preventative maintenance. A review of salvaged parts did not indicate a cause of the reported complaint. The '0' thickness lever setting out of specifications, or the small nicks on the head and width plates, would not have been the cause of the reported complaint. All other calibrations were within specification. This is a re-usable device, subject to normal wear and tear, and has not been returned to zimmer for service or preventative maintenance since 06/2010. The zimmer air dermatome should be returned every 12 months and the hose every 6 months for inspection and preventive maintenance. Annual factory calibration checks are strongly recommended to verify continued accuracy. The device was serviced and returned to the customer.

Event description:
It was reported that the zimmer air dermatome was chewing up the skin graft. Additional clinical follow up with the hospital indicated that the dermatome was set at (B)(4) inch setting (normal surgeons' setting). Surgeon felt the instrument slip multiple times whilst taking the skin, donor site was flat surface of the thigh. It wasn't until after reasonable amount of donor site had been taken that the seriousness of the situation was noted. The donor skin was noted as having variable thicknesses and streaking (lengthways). The 4 inch plate was used and there was no problem with the width of the donor skin." The customer stated an additional donor site harvest was required. The additional harvest was completed with an additional unit that was available for use within 10-15 minutes; to cover access and set-up of second dermatome.